Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not release during a procedure. The customer confirmed that a nurse was able to obtain the required medication from a device in an adjacent room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cables for mini drawer 1.14 were loose and required to be reseated. A field service technician reseated drawer cables to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cables for mini drawer 1.14 were loose required to be reseated. The drawer cables were reseated to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not release during a procedure. The customer confirmed that a nurse was able to obtain the required medication from a device in an adjacent room without any delay or impact to the patient. There were no adverse events or injuries reported based on this event.